Manufacturer narrative:
The returned sample was visually inspected. It was not apparent that any damages had occurred to any component in the recirculation line. The line was then leak tested by pressurizing with air and submerging it in a water bath. A leak was found from the l-shaped connector immediately, and the line was not able to hold pressure. Visual inspection was performed on the l-shaped connector again, and it was seen that there was a slight split in the component along the seam. A review of the device history record revealed no manufacturing anomalies. A retention sample from the same product code/lot number family was visually inspected and confirmed to not have any damages or cracks on the l-shaped connector. The sampling line was then leak tested as the complaint sample had been, pressurizing the line to 550mmhg. The line held the pressure and no leaks were noted. Replication testing was performed on a retention sampling manifold line. The l-connector was over-tightened onto a port of the reservoir, which led to the l-connector cracking along the part, in the same way as the returned sample. During setup of the circuit, the l-shaped connector had likely been over-tightened, causing it to crack. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4). Results code: results pending completion of evaluation. Conclusion code: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass procedure, during prime the oxygenator was leaking in recirculation line. No patient involvement. Product was changed out. Surgery was completed successfully.